Event description:
Covidien received info of a 840 ventilator with a blank display. The malfunction did not occur during pt use. The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed self-testing.

Manufacturer narrative:
(B)(4).